Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomenon could not be identified. Consideration: based on the following information, it was presumed that the reported phenomenon caused by physical stress / chemical stress / storage environment, etc. According to the inspection report of olympus korea, it was found as follows: the coating of the insertion section was peeled off; the endoscope connector was corroded; there were scratches on the insertion tube. IFU states caution regarding physical stress, reprocessing method, and storage environment of the device. According to the former similar case, it had been presumed that the event had been seemingly caused by physical stress / chemical stress / storage environment, etc. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found the coating of the insertion tube of the subject device was peeled off more than 1mm2. The subject device had been returned to olympus korea for repair of leakages at bending part. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was inspected at olympus (B)(4). It was confirmed that the coating of the insertion tube of the subject device was peeled off more than 1mm2 due to deterioration. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.